Event description:
As reported by the (B)(6) field clinical specialist, after successful implant of a sapien 3 ultra resilia valve in the aortic position, the perclose devices failed. After the esheath was removed, the perclose devices failed to close the arteriotomy. Multiple percloses were used. A vascular cutdown was performed. There was no allegation of any edwards device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).